Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. The customer used another seal to complete the procedure.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the customer reported that the universal seal was breaking off where the gas connects to the universal adapter. It was breaking/cracking off on the inside. A backup was used. The procedure was completed with no reported injury. Intuitive surgical followed up with the initial reporter and obtained the following additional information: the fragment did not fall inside the patient. The portion was not completely broken off. No, additional surgical procedure required to remove the fragment. The procedure was robotically completed. No patient injury and no patient return to hospital.